Manufacturer narrative:
(B)(4).

Event description:
It was further reported that coronary artery bypass grafting (CABG) was performed to treat the vessel perforation. Patient condition was good and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: investigation completed. The device returned has the distal end damaged. Approximately 2.3cm section of the distal tip was not returned. Visual and tactile inspection noted the distal tip detached. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06124. It was reported that wire breakage and vessel perforation occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A 325cm rotawire and an unspecified size rotalink burr were used for slow stroke ablation where ablation was performed 30 times at about 10 seconds/ablation with a total ablation duration of 10 minutes. The rotational speed was at 180,000 rpm. However, it was noted that the vessel was perforated and the rotawire separated. The patient underwent surgery and no further patient complications were reported.

Event description:
Same case as MDR ID: 2134265-2014-06124. It was reported that wire breakage and vessel perforation occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A 325cm rotawire and an unspecified size rotalink burr were used for slow stroke ablation where ablation was performed 30 times at about 10 seconds/ablation with a total ablation duration of 10 minutes. The rotational speed was at 180,000 rpm. However, it was noted that the vessel was perforated and the rotawire separated. The patient underwent surgery and no further patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).